Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter detachment occurred. An atlantis sr pro imaging catheter was selected to visualize the unspecified target lesion. During a procedure, outside of patient, the proximal portion of the device, which was close to the physician's hand, was detached. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection was performed. No issues were found, the device appears to be in good conditions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter detachment occurred. An atlantis sr pro imaging catheter was selected to visualize the unspecified target lesion. During a procedure, outside of patient, the proximal portion of the device, which was close to the physician's hand, was detached. No patient complications were reported and the patient's status was stable.